Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, an episode of non-sustained vf due to possible noise was observed. The noise was unable to be reproduced with provocative tests or moving of the arm. The electrical parameters are good and stable. The physician has elected to not make any changes. The lead remains implanted. Patient condition was good.